Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The incident involved a neutron¿ connector on an unknown date. The reporter stated that it was noted that the neutron valve had a crack and was leaking fluid from the distal lumen with normal saline (ns) and a medication line. A valve change was done by the bedside registered nurse (rn) and the valve was replaced. This item was used on a patient and temporary intervention was needed. There was patient involvement, and no harm was reported.